Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 3004209178-2014-93806.

Manufacturer narrative:
Two opened/used enlite sensor were tested, one of the sensor failed per specifications due to high readings. The second failed due cannula was retraced into the sensor base. It is unknown if customer received sensor in said conditions as sensor was returned used/opened.

Event description:
Customer reported issues with the sensor. Customer states that she the insulin pump has alarmed low alerts in the night. Sensor glucose was 40 mg/dl and blood glucose was 209 mg/dl. Customer states the insulin pump went into threshold suspend. Customer had a high alert and declined troubleshooting. Customer was advised of causes of inaccurate reading and how to properly calibration. Customer declined further troubleshooting. No further information reported.